Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to vaginal vault prolapse concurrently with obtryx sling placement, laparoscopic colpopexy, and a cystoscopy. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, neurologic compromise to her structures and tissues, pain, infection, urinary problems, recurrence, dyspareunia, and a stroke. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to vaginal vault prolapse. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, neurologic compromise to her structures and tissues, pain, infection, urinary problems, recurrence, dyspareunia and a stroke. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.